Manufacturer narrative:
Pump received with no button response due to moisture damage keypad traces. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump fell and insulin compartment was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.